Event description:
It was reported that when an asymptomatic patient presented in the operating room for a scheduled device upgrade procedure, prior to the procedure lead revision was performed. Upon lead revision, high, out of range, high voltage lead impedance and high, out of range, high voltage lead capture issue was observed on the lead. Sensing and high voltage measurements were stable and no visual anomalies was observed via fluoroscopy. Lead was capped on (B)(6) 2017 and a new lead was implanted. Procedure was successful and patient was stable prior, during and post procedure.